Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During the total laparoscopic hysterectomy, three devices were used. The first device was worn-out. When using the second device in the procedure, the unspecified error occurred. The user restarted the generator, then continued the procedure. After a while, the probe was broken. The tip of the probe fell off after the user withdrew the device from the body. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the breakage of the probe of the second device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The second device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on march 26, 2018. The tip of the probe was broken off at 16.5mm from the distal end. There was a mark on the probe which came in contact with the non-insulated area of the grasping section. The probe was broken from the contact point. The fracture surface of the probe showed that the crack developed from the contact point. The proximal side of the tissue pad was worn away. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.